Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause of the b30 error reported by customer cannot be identified. The probable cause is as follows: since the b30 error could not be duplicated in testing for evaluation, it is likely that there is no abnormality in the device; there was instead a problem in either another device used in conjunction in the event (scope, light source device, digital light source cable) or the user connected the video connector receiver with the video connector not dried sufficiently, resulting in a temporary contact failure. Poor contact with the electrical contacts of the connector may result in incorrect communication between the scope and the video processor, resulting in a b30 error. The instructions for use includes the following statements that can prevent the b30 error from occurring: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The device was tested along with multiple series test scopes. Unable to duplicate b30 error. However, found heavy dust and debris in the video connector which could be contributing to b30 error. Unit needs to be cleaned. Device has up to date main switch.

Event description:
As reported for this event, during an unknown procedure the device yielded a b30 scope communication error. There is no reported harm or adverse impact to the patient.